Event description:
Information was received from a patient regarding an implanted infusion pump for lumbar radiculopathy and non-malignant pain. It was reported that a 90% lag occurred with the patient's handset. It was also reported that the patient's communicator did not hold a charge and the patient had to charge it three times per day. This issue had been occurring for a while. The patient stated that she had been sent a handset replacement already. Patient services walked the patient through resetting the handset and communicator. The patient planned to monitor the issue and call back if the issue got worse. Patient services directed the patient to the healthcare provider (hcp). The patient indicated that the patient had morphine in their pump for 25 years. The patient also stated something about what medication was in the pump and stated that they had morphine in the pump and clonidine. Additional information received from the patient reported that it took time to get a bolus and the screen got stuck at 90%. Agent reviewed data and assisted in deleting data. They were able to connect to pump with no lag at 90%.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.